Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens implant procedure, lens found to have long linear scratch on the posterior face of the optic, right through the visual axis immediately after injection. Scratches are oriented 6-12 o¿clock. Upon injection, the scratch was at 3-9 o¿clock, but when positioned the lens into the bag, surgeon rotated it about 90 degrees clockwise to arrive at the 6-12 orientation. Additional information has been requested.

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. The lens has a long narrow scratch on the posterior surface of the lens. The scratch extends from the center toward one optic/haptic junction area. This type of narrow scratch has been associated with instruments used to grasp the lens (metal forceps). Qualified associated products were indicated. The root cause for the observed lens damage could not be determined. No problem was found with the associated cartridge. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the incident identified during surgery. Immediately upon insertion of the iol. There was no patient harm.